Manufacturer narrative:
It was reported that, after a tha surgery had been performed, the patient experienced a mechanical dislocation of the ceramic ceramic ball head delta 28 l (75007453) and polarcup xlpe insert 57/28 non-cem (75018960). Both devices used in treatment were received for investigation. A visual inspection was conducted. A visual inspection was conducted. The polarcup xlpe insert and the ceramic ball head have been received separately. The taper connection of the ball head shows some blackish, metallic looking marks from the connection with the stem taper. The pole of the ball head shows slight metallic looking residues. It can however not be verified if these occurred during the time that the ball head was implanted or after the reported dislocation. Apart from that, no damage was observed on the ball head. Some of the key dimensions of the ceramic ball head were checked. All dimensions were found to be within specification. The inspection does not indicate any dimensional deviations at the time of manufacturing. Based on the limited information provided, a thorough medical assessment could not be performed. A review of the complaint history revealed no additional complaint for the batch in question. A review of the batch record revealed no deviations from the standard manufacturing process that could have contributed to the reported dislocation. The IFU (lit. No. 12.23 ed 05/16) lists dislocation as a known possible side effect resulting from a hip arthroplasty. There is no indication that the device failed to match specification at the time of manufacturing and the risk level of this issue is determined as low. Therefore, the need for corrective action is not indicated. Nevertheless, smith + nephew will continue to monitor this device for similar issues. The returned device will be retained.

Event description:
It was reported that, after a tha surgery had been performed, the patient experienced a mechanical dislocation of the ceramic ball head delta 28 l and polarcup xlpe insert 57/28 non-cem. A revision surgery was performed to replace such devices. The patient outcome is unknown.